Event description:
It was reported that during a right internal carotid artery (ica) occlusion case, when super selecting subject guidewire to a2-a3 segment of patient¿s anatomy, the distal tip of the subject guidewire got fractured. Operator attempted to use a balloon as medical intervention to work with catheter to retrieve the fractured part of subject guidewire out but was unsuccessful. The procedure was not completed and surgical delay of 3 hour was observed. The fractured part of subject guidewire was left inside the patient's vessel. Patient was discharged from the hospital and the current status is not available.

Event description:
It was reported that during a right internal carotid artery (ica) occlusion case, when super selecting subject guidewire to a2-a3 segment of patient¿s anatomy, the distal tip of the subject guidewire got fractured. Operator attempted to use a balloon as medical intervention to work with catheter to retrieve the fractured part of subject guidewire out but was unsuccessful. The procedure was not completed and surgical delay of 3 hour was observed. The fractured part of subject guidewire was left inside the patient's vessel. Patient was discharged from the hospital and the current status is not available.

Manufacturer narrative:
G4 PMA/510(k - corrected. D4 gtin - corrected. H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event cannot be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. Additional information provided by the customer states that the patients anatomy was moderately tortuous. The subject guidewire was not returned for analysis. It was reported that the subject guidewire got fractured after several manipulations, it is likely that these manipulations coupled with the anatomical factors present during the clinical procedure let to the subject guidewire becoming fractured. An assignable cause of procedural factors will be assigned to this complaint codes guidewire distal tip broken/fractured during use and un-retrieved device fragments, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.